Manufacturer narrative:
Patient identifier and weight are unknown. (B)(4) the complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Device is not distributed in the united states, but is similar to a device marketed in the us. Investigation could not be completed and no conclusion could be drawn as no device was returned. Device history record review: manufacturing location: (B)(4) - manufacturing date: march 20, 2014 - expiry date: march 1, 2024. No non-conformance reports were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient underwent a surgical procedure on (B)(6) 2016 in order to remove an antegrade femoral nail (afn). The afn had been implanted since (B)(6) 2015 and was intended to treat a left femoral diaphyseal fracture. During the removal surgery, the surgeon experienced difficulty inserting the extraction screw into the nail. As a result, it was difficult to remove the nail. Other surgical instruments were available to eventually complete the procedure. A two (2) hour surgical delay was noted. No additional information is available. This report is 2 of 2 for (B)(4).